Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6082792. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the nurse recapped the suspect device following use. The needle poked through the thin cap, resulting in a needle stick injury to the nurse. The nurse had an assessment and follow up lab work as a result of this incident.